Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: pt had malfunctioning rv lead (impedance 2649 ohms and threshold 5.5v @ 1.0 ms). Md placed new rv, great measurements. When plugged back into existing l331, numbers initially were good but then when closing pocket, rv only receiving noise for sensing and impedance >3000ohms. Md requested new can incase there was a loose set screw or other problem not initially known. The lead was capped.